Manufacturer narrative:
The user facility made 1 report and returned 2 devices from the same lot for eval. However, event specific information has not been made available. Therefore, the decision was made to submit a single report for the reported multiple occurrences based on a previous review of a similar complaint with MDR assistance personnel and FDA regulatory affairs personnel on 02/05/1998. The samples were decontaminated, visually examined and leak tested. This evaluation confirmed broken hollow fibers to be the cause of the reported leakage. All units are leak tested during production and there were no indications of any production related problems in the device history records. A review of the complaint files confirmed that this lot has not been reported previously. Although a definitive cause cannot be determined, the damage is consistent with a sudden stress to the fibers. The device labeling does address the potential for such an occurrence with specific directions to prime the entire oxygenator circuit while thoroughly checking for any signs of leakage prior to use. All available info has been placed on file in quality assurance for appropriate tracking, trending and follow up.

Event description:
The user facility reported that during priming of the oxygenator circuit, the perfusionist noticed fluid leaking from the gas port of the oxygenator. The unit was changed out prior to the start of the bypass procedure. Therefore, there was no patient involvement. Additional event specific info is not available.